Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that field service engineer (fse) arrived onsite to troubleshoot system. Fse found whenever left button to move gantry specifically to the left, the pendant would switch to m-2d. Fse was able to replicate this every time. Fse replaced the pendant. System functioning as designed. B01, c07, d02 codes are applicable. H3, h6: the pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were found. B01, c19, d14 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the "left and right buttons were pressed, it would go into 2d mode and would lean towards the head/foot" direction. Site rebooted the system and reported that the gantry would not move at all (gantry movement issues). They had to drive the imaging system to position it around the patient. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information stating that "yes there was a delay of approximately 5-10 minutes between trouble shooting and phone call to tech services. Outcome was simply the delay, we were still able to obtain an imaging system spin by releasing the clutch and manually manipulating the over the patient.".

Manufacturer narrative:
Additional info: updated a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: updated annex f code f1908. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.